Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the laser probe could not be inserted into the trocar.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, a probe was returned for evaluation. The probe was manufactured on october 30, 2017. There were 2184 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The 25ga probe was received for evaluation. A visual assessment of the returned sample showed no obvious nonconformities. The laser probe was inserted into a 25ga trocar cannula and passed through with no noticeable resistance. The sample¿s outer cannula diameter was measured with an outer diameter min/max values of 0.0200 to 0.205 inches, the sample¿s outer diameter was measured to be 0.0201 to 0.0202 inches, meeting specifications. However, the laser radio frequency identification (rfid) tag was read and the sample was found to not be associated with the customers¿ reported lot. Therefore, the sample received was unrelated to the customer¿s reported event and could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).